Manufacturer narrative:
General information: we received a complaint about one gk384r --> ceramic electrode tip l-hk f/gk372r. The instrument is not available for investigation. Only a photo is available from the customer archived in "documents" in sap. Io laparoscopy hook breaks: during a surgery the hook breaks on first use. A change of part is made to perform the procedure. The sample of the product was removed because it was found with traces of biological material. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: no product at hand. Only a photo is available from the customer archived in "documents" in sap. Investigation: no product at hand. According to refer to the photo archived in "documents" in sap here we suspected a visible damaged ceramic. The tip of the instrument could also be deformed or broken, but could be not confirmed regarding poor image recording. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Without the product we cannot determine the exact cause. It appears that the suspected ceramic breakage was caused by a mechanical overload situation or forced fracture due to an improper handling. A major disadvantage of ceramics is their brittle fracture behaviour (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They forgive easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation. If the tip of the instrument was deformed or broken off, this is also an indication for a mechanical overload situation or forced fracture. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ceramic electrode tip. Following information was reported: single- pole laparoscopy hook broke on first use during surgery. Change of part was made to perform procedure. A picture was taken which showed teflon material separation from the hook. There was no patient harm and an x-ray was not necessary. Additional information was not provided nor available. The malfunction is filed under (B)(4).